Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's surgical wound has not healed. The physician explanted the ipg, cleaned the pocket and implanted a new ipg in the existing pocket site.

Event description:
The patient's wound has healed.